Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture during a left ventricular assist device implant. High capture thresholds, high impedance and low amplitude measurements were exhibited, and it was suspected that the lead may have moved during the procedure. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.